Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. This was confirmed in the log only. The assignable cause is insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 with ultrafiltration (uf) volume of 1064 milliliters (ml) during cycle 4. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria. This is report 2 of 2.